Event description:
On 02 feb 2024, a perceval valve pvs23 was implanted with concomitant CABG procedure. There was no problem after de-clamped, but the valve was popped up at non-coronary cusp and pvl was noted. The valve was explanted and replaced with inspiris 21mm. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model # icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # icv1209) perceval heart valve at the time of manufacture and release. The valve has been returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The pericardium appeared stiff due to the inadequate storage conditions: complete absence of liquid. The replication of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic root #23, no problems were encountered during the ballooning phase: thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no paravalvular leaks were observed during the simulations. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. Furthermore, from the document review performed, no manufacturing deficiencies were noted. It is possible that the cause of the event was related to mis-sizing, but this cannot ultimately be confirmed. Should further information be received in the future, a follow up report will be provided.